Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a minimum fill notification after filling the cartridge with 240 units. The second attempt at loading the cartridge was successful. The customer's blood glucose was not impacted. As the event had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause.